Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
An inappropriate automatic mode switching episode was noted due to ventricle events not sensed as there was a variation in amplitude and a high sensitivity level. The device was reprogrammed to solve the issue with no patient consequences.